Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent if additional pertinent information is received.

Event description:
The event is reported as: complaint alleges that the heater overheated and sustained burns on the expiratory side of the heater. The burns deteriorated the harness and the wires. There was a smoke-smell detected during the alleged incident. No patient injury reported.